Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had unexplained motor errors. The customer¿s blood glucose level was unknown. The customer also stated that pump had crack in upper right corner of screen and received no delivery alarms. The customer also stated that plastic chips off when changing reservoirs. The customer declined to troubleshooting. The device will not be returned for analysis.